Manufacturer narrative:
(B)(4). Date of birth: (B)(6). Concomitant medical products: 00151504636 ¿ maxera cup ¿ 63028144 00877503601 ¿ biolox delta head - 2795921. Report source (B)(6). Customer has indicated that the product will not be returning to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00863.

Event description:
It was reported that patient started experiencing right hip pain approximately 5 years post implantation. No revision surgery or medical intervention has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g3; h2; h3; h6. Medical records were reviewed and no complications were noted from the initial surgery. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.